Manufacturer narrative:
The unit passed displacement test, rewind, basic occlusion test, occlusion test, prime, compromised force sensor test and excessive no delivery test. There was no prime or fill anomaly noted. There was no motor error alarm noted during bolus or basal delivery. The motor was tested outside of the device and passed. The unit had a small crack on the reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a motor error alarm on the insulin pump. Customer stated that after priming to clear the error alarm, insulin came out the end of the insulin pump. Customer stated that the motor error alarm occurred during bolus. Blood glucose level was 86 mg/dl at the time of the call. No further information was provided.